Event description:
It was reported that, during a procedure, the tips of three fibers used consecutively broke within the first 20-30 k joules of use. The three fibers were from the same lot. The procedure was completed with a fiber from another lot which performed effectively and went up to 500 k joules. No patient complications were reported. This report is for the first fiber.